Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that low sensing was observed. The lead had perforated through the ventricular wall. Pericardial effusion was drained and the lead was explanted and replaced. Patient condition was stable through the procedure and good after the event.